Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission, non sustained right ventricular oversensing caused due myopotential oversensing was observed. No intervention was performed and the device remains implanted. It was stated that programming changes will be made during next routine follow up visit. The patient was stable.